Event description:
Same case as: 2134265-2014-02542. It was reported that a rotawire fracture occurred. A 1.75mm peripheral rotalink plus and a peripheral rotawire and wireclip torquer was selected to treat the target lesion. During platforming outside of the patient, it was noted that the burr sheared the rotawire. Procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).